Event description:
It was reported that the patient was unhappy that the device would not speed up properly during exercise unless it was a super hard workout. The device activity threshold was reprogrammed from high to low. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.